Event description:
A non-invasive blood pressure cuff that was used on a cardiac patient was found to have a leak, leading to falsely low blood pressures monitoring. No treatment or intervention provided.